Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer was able to withdraw approximately 60-80 units of insulin from the cartridge. The customer confirmed that the cartridge was filled with slightly less than 480 units and was not being overfilled. Review of the pump data logs by tandem technical support showed that the insulin gauge decreased as expected. The customer's blood glucose level ranged from 126-149 mg/dl.